Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens is scheduled be explanted due to presumed calcification. The lot number was not provided; therefore, it cannot be determined if the lens is a hydroview 1.0 model. Additional information was requested but has not been received.

Manufacturer narrative:
The serial number for the device was received. With this information, it was determined that the device was a hydroview 1.0 lens. Refer to FDA exemption e2008011.

Manufacturer narrative:
A lot number was not reported, so a device history record (DHR) review could not be performed for this device. The lens was not returned to b+l for evaluation; therefore, it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification that refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the information provided, the exact root cause could not be determined.